Event description:
It was reported that the device could not be interrogated. The autoidentify feature still worked and pacing output was observed on ECG. The device was explanted, returned, and subsequently tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.